Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular lead passed away four days post an uncomplicated system implant. While the cause of death was not known, it was suspected that the lead had dislodged. No return of product is expected and the patient was no longer at the facility for any additional follow-up inquiries.